Manufacturer narrative:
Sections with additional information as of 20-jun-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from (B)(6) h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles (13) were returned - unable to ship returned product to the manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that some of the 32g pen needles were bent. Customer stated she had 2 boxes of pen needles with this issue (internal report reference number (B)(4)). The package was not open or damaged when received by the customer. The customer has been using the product out of this package for a few days. The customer is using compatible product, and the pen needle is properly aligned. The customer stated due to the needle being bent the product is unable to administer her insulin. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 16-apr-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.